Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "early capsular contracture baker grade iii", "not sure, probably bacterial related". Healthcare professional later reported "hardening of the left breast within the first few months of augmentation by original surgery that was performed 2 years ago. The left implant sides much higher on the chest wall and is more form with a grade 3 capsule". This record is for the left side. Device was explanted.